Event description:
A customer reported a skin reaction with the freestyle libre 2 sensor. A healthcare provider prescribed unspecified ointment for treatment of customer's inflammation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial no) has been updated from (B)(6) to (B)(6) as the previously submitted serial number was deemed invalid. Section d4 (expiration date) & h4 (device manufactured date) have been updated based on returned product download. Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch, and no issues were observed with the sensor adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor kit was reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrate the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history record) for the freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction with the freestyle libre 2 sensor. A healthcare provider prescribed unspecified ointment for treatment of customer's inflammation. There was no report of death or permanent injury associated with this event.